Manufacturer narrative:
Updated section: g-4, g-7, h-2, h-3, h-6, h-10, h-11 correction to d10 return to manufacturer on from: 10/21/2020 to: 10/19/2020. Correct h6 - device codes from "mechanical issue" to "fitting problem" trackwise ID # (B)(4). The lot # 25152606 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 19oct2020. An investigation was concluded on 18nov2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle and the harvesting tool. An endoscope was not returned for evaluation. The harvesting device was returned inside the cannula. There were no visual defects observed on the harvesting device. The harvesting device was removed from the cannula with no physical or visual difficulties. There were no visual defects observed on the cannula. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula with no physical or visual difficulties. A reference endoscope was inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they went to insert the 7mm scope into the harvesting cannula, the scope would not go in. They attempted several times but felt resistance and it would not go in. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they went to insert the 7mm scope into the harvesting cannula, the scope would not go in. They attempted several times but felt resistance and it would not go in. A replacement device was used to complete the procedure.